Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. It was found the impella was across the valve. The team was unable to reposition appropriately due to underlying valve disease. The impella cp was explanted and care was escalated to impella 5.5. The patient survived the procedure.

Manufacturer narrative:
The investigation has been completed for the reported issue of positioning issue. The device was not received for evaluation. The root cause of the positioning issue was due to patient movement. This report is being filed as part of a retrospective review of historical records.